Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system cat3 aspiration catheter (cat3) and a non-penumbra sheath. During the procedure, the physician advanced the cat3 through the sheath and placed it in the target location using right femoral artery access. Upon retracting the cat3, after aspirating clot from the target vessel, the physician noticed under fluoroscopy that the cat3 was fractured at the distal end. The fractured segment of the cat3 was retrieved by using a 2mm balloon catheter and fully removed from the patient. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat3 confirmed that the catheter was fractured. This type of damage typically occurs if the cat3 is retracted against resistance. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed ovalization on the distal fractured segment and exposed support coil winds. This damage was incidental to the reported complaint. The ovalization may have occurred during packaging of the device for return to penumbra. The support coil winds were likely exposed due to the fracture on the catheter shaft. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.